Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Attempts to obtain additional information and device return have been unsuccessful. Should the device be returned or additional information become available, a supplemental report will be submitted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a call from the patient that 4 years 7 months post-implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic heart valve. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.